Event description:
A peritoneal dialysis (pd) pt contacted technical services requesting for assistance with his dialysis machine due to drain issues. Follow up with the pd pt's nurse revealed on (B)(6) 2015 the pt developed fibrin in the drain line and discomfort in his lower abdominal area. The pt was diagnosed with gram-positive staphylococcus peritonitis on (B)(6) 2015. The nurse reported the pt did not practice aseptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination, where the pt had breaks in technique and sterility. The pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not done a mask. There were no reported fluid leaks during treatment prior to infection. The nurse stated the pt was not hospitalized for the episode of peritonitis and was treated in-clinic and administered and unk dose, route, and frequency of vancomycin. As of (B)(6) 2015, the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue, the complaint of discomfort and signs and symptoms of peritonitis were resolved, and the pt was to continue taking an unk dose, route, and frequency of vancomycin for the next three weeks. Medical records were requested.

Manufacturer narrative:
Medical records were provided and have been reviewed by post market surveillance staff medical records confirmed the type of infection most likely touch contamination peritonitis. Although it was reported that there was a draining issue, it was due to the patient not utilizing septic technique. There was nothing in the medical records to show relationship between fmc products and the reported peritonitis.

Event description:
Medical records were provided and were reviewed by post market surveillance staff. On (B)(6) 2015, the machine could not drain the first fill and the patient was disconnected and manually drained. The fluid was reported to be "urine colored." The patient was unable to complete treatment on (B)(6) 2015 nights. The pain started on (B)(6) 2015 and the patient received 1 gm ceftazidime and 2 gm vancomycin ip on (B)(6) 2015. On (B)(6) 2015 oral levaquin was also ordered. On (B)(6) 2015, the peritoneal dialysis (pd) patient's culture results were received and confirmed staphylococcus coagulase peritonitis.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping approximately one inch over the center of the front panel overlay. The heater tray/scale was not obstructed. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The initial load cell verification was not within tolerance, after recalibrating the load cell the load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
The plant investigation is in progress and supplemental medwatch report will be submitted upon completion of the investigation.